Event description:
It was reported that the asymptomatic patient presented for remote follow up via merlin.net. A review of the transmission revealed far r wave over-sensing that resulted in episodes inappropriate automatic mode switch stored by the implantable cardioverter defibrillator. Subsequent programming interventions were made. The patient was stable.